Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 366 mg/dl. Customer delivered boluses to stabilize blood glucose levels. System check with tandem technical support was performed and the pump was functioning as intended.